Manufacturer narrative:
We are currently in the process of investigating the event. A f/u report shall be submitted once the eval is completed.

Event description:
Graft was removed due to infection. During the removal it appeared that a cover or piece of the graft was lose and removed separate from the graft itself.